Event description:
It was reported that t1 and t2 had a simultaneous deployment. No patient injury reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint reported is: "it was reported that t1 and t2 had a simultaneous deployment. No patient injury reported." T1, t2 and suture were returned separated from the delivery needle. The anchors have been cinched in closer location to each other than their original manufacturing. Suture is twisted and has been snugged around each anchor. This could inhibit proper fixation. T1 had bio-matter attached and has a curved condition which is a symptom of being pulled back through tissue after anchoring. The depth limiter was attached and had been advanced two increments. There is no apparent twisting or bending of the delivery needle. No mechanical problem was found. A functional test supports that the device delivery system cycles and actuates as intended. No root cause related to the manufacture of the device was established.